Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the grip pad screw on the master tool manipulator (mtm) appeared to be missing. The system had a dual console, allowing the procedure to continue with the second console. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that due to the missing mtm screw the customer abandoned one of the ssc and completed the procedure with the other console.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse installed and tightened the grip pad screws. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.